Manufacturer narrative:
(B)(4). Date sent 7/9/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: does the surgeon believe there is an alleged deficiency of the device that may or contributed to post op complications why or why not? Please give us a timeline of events. What ethicon device was used in the intimal procedure? What were the issues with the ethicon device during the initial procedure? What ethicon device was used for the follow up procedure? What were the issues with the ethicon device during the follow up procedure? Please answer these questions for the device that the issue: what is the lot/batch number? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Did the healthcare professional wait 15 seconds after closing the device before firing? Were there any issues with opening the device? If yes, what trouble shooting steps were used to open the device? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Any clips, clamps, or graspers near the area where the device was being fired? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic colectomy, an anastomotic leakage occurred. The surgery was performed on june 26. Feea reconstruction was performed using echelon 3000 + gst60d×4. Reoperation was performed on june 30, and the surgery was completed successfully. The patient is currently under observation. According to the doctor, there was a hole at the feea crotch. In addition, an ulcer developed on the colon side of the staple line, and blood flow impairment may have possibly occurred. As a result, the tissue may have weakened and could not withstand pressure from diarrhea. The doctor commented that the blood flow impairment may have been caused by insufficient mobilization of the colon. No other patient background information (allergies, medical history, treatment history, or other ongoing disease) was reported. The cartridge color was gold. No further information is available.